Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no non-conformances generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a left hip fracture on an unknown date. On (B)(6) 2016, during an open reduction and internal fixation (orif) cephalomedullary trochanteric fixation nailing procedure of the left hip; the surgeon experienced resistance, mechanical clicking and noise when trying to disconnect the insertion handle and coupling screw from the implanted nail at the end of the procedure. After meeting resistance with the instruments, the surgeon attached the combination wrench to the hex screwdriver shaft but it was not able to turn. The leg was adducted and abducted to lessen tissue pressure on the insertion handle but the resistance continued. Eventually the coupling screw released from the nail allowing the removal of the insertion handle. After removal, the grooves from the screw were found in the sides of the insertion tip. There was a surgical delay of 5 to 10 minutes, the procedure was completed successfully and the patient's status is unknown. Concomitant devices reported: nail (unknown part number, unknown lot number). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (cannulated connecting screw, part number 03.037.010, lot number 9239365). The subject device was returned with some wear and tear observed on the threads of the connecting screw. This damaged may have contributed to the complaint condition. No definitive root cause was able to be determined. The relevant instrument drawing was reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of the device. As previously reported, a device history record review was performed for the subject device lot, and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.